Event description:
It was reported that the boston scientific representative saw that the cardiac resynchronization therapy pacemaker (crt-p) was in safety mode at the satellite clinic. It was noted that the patient was dependent on device therapy but was feeling fine. The device was explanted and replaced. Another boston scientific representative was present during the explant and noted that the device was not in safety mode. Technical services (ts) noted that it is not possible for device to pull out of safety mode. No additional adverse patient effects were reported. The device is currently in hospital possession but is expected to be returned for analysis.